Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Follow up information reported that the patient received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved. An appointment of (B)(6) 2013 was noted. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient was in a car accident in (B)(6) 2011 and their implantable neurostimulator (ins) ¿didn¿t work the same¿ after.